Event description:
It was reported to medtronic neurosurgery that the patient had undergone a surgery due to aneurysm embolization. According to the report, the patient underwent csf shunt implantation on (B)(6) 2014. Reportedly, after the surgery, the patient¿s ventricle size did not change. The report stated that the patient underwent surgery to replace the product. According to the report, the patient condition was normal and the patient was discharged.

Manufacturer narrative:
The valve was patent and met the requirements for siphon and pressure-flow testing. However, it did not meet the requirements for leak, pre-implantation, or reflux testing. There was a tear in the base of the valve. It is unknown how or when the damage occurred. There was proteinaceous debris noted in the interior and the exterior of the device. Debris within the valve may interfere with the pressure-flow control mechanism resulting in fluid reflux. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. (B)(4).